Manufacturer narrative:
H10: h3, h6: one (single) 7205332 4.5mm boxed incisor blade was used for treatment and returned for evaluation. These are sold as a box of six devices. They are not intended to be sold individually. There was obvious damage observed. The inner blade component distal cutting tip was snapped from its shaft. There were rotational wear bands skived into the outer surface of the inner blade. This is aligned with excess pressure being applied to the blade. The situation causes metallic shavings, which then seize up the inner blade inside the outer blade component. Per instructions for use ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly. Irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacturing of the device was established. No further investigation required at this time.

Event description:
It was reported that, during an elbow arthroscopy, the curved incisor blade snapped while resecting. The tip of the inner blade was stuck inside of the outer blade; outer blade appears to be intact from visual inspection. Another blade was used to finish the procedure after a 10 min delay. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.